Event description:
Complete extravasation of the gel from the envelope on the left side.a 59 yr old underwent bilateral mastectomies at another facility in 1983 w/ immediate reconstruction of gel filled implants. Over last year, there has been progressive deformity of the left implant.